Manufacturer narrative:
The microsensor (ID 826653) was not returned for evaluation after three good faith attempts (gfes) were made. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
The physician reported a microsensor ventricular catheter kit (ID 826653) could be zeroed and showed normal icp readings initially. While after pulling out the cable and then reconnecting with the icp, it was showing an error. The physician changed with another icp, the problem was still there. Finally, the physician changed with a new microsensor which could be used normally. The event led to one hour surgical delay.